Event description:
The customer reported that the heartstart mrx was failing the operational check for pacer and shock malfunctions. There is no indication of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).